Manufacturer narrative:
A philips field service engineer is scheduled to replace the articulation arm to resolve this issue. An investigation is underway to determine the root cause of the event. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips field service engineer replaced the articulation arm to resolve this customer's issue. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.